Event description:
A report was received that the patient was experiencing difficulty charging her implant. The physician opened up the pocket site and flipped the ipg over. Following the revision the patient was still having trouble charging. The physician then replaced the patient's ipg. The patient is doing well following the revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge profile revealed times of erratic coupling and poor alignment of the charger to the ipg. The charge current did reach the maximum, indicating good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. The battery profile was within the expected range. Device exhibits normal charging and discharging characteristics. The complaint regarding lack of telemetry, remote says no response was not confirmed. The device passed telemetry protocol testing. When the device was received, it was in hibernation, which would result in a lack of telemetry functions.

Event description:
A report was received that the patient was experiencing difficulty charging her implant. The physician opened up the pocket site and flipped the ipg over. Following the revision the patient was still having trouble charging. The physician then replaced the patient's ipg. The patient is doing well following the revision procedure.